Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During a phone call the fse (field service engineer) found the tracker test was not centered. Fse told customer how they can adjust the tracker to get it to the correct position. Customer adjusted the tracker and were able to get it to the correct position. They were able to continue with their surgeries. Doctor wants someone to check the system. During onsite visit the fse replaced scanner lens, aligned system and tracker and successfully completed system verification to specification. The eyetracker test was not centered. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A healthcare professional reported the eye tracker was off. Additional information has been requested.